Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Customer's blood glucose level was 188 mg/dl. Customer loaded a new cartridge onto the pump and received an accurate fill estimate.